Manufacturer narrative:
(B)(4). Blister. Batch # l54m2c. The analysis results found that the pse45a device was returned inside its package. Upon visual inspection, it was observed that the blister from the packaging was damaged; the blister was found to be broken at one of the sides of the package. In, addition pieces of the broken blister were still attached to the tyvek. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the event reported. All product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch record was reviewed and no anomalies were noted during the packaging process.

Event description:
It was reported that during a gastric septation procedure, the secondary packaging was damaged. The material was not sterile. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. There was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the pictures, the packaging appears to be damaged on the corner. However, no conclusion could be reached as the device was not returned for analysis. The batch record was reviewed and no anomalies were noted during the packaging process.